Manufacturer narrative:
The lot was manufactured september 1, 2016 - september 2, 2016. The device was received for evaluation with no fluid in the bladder. Visual inspection identified fluid inside the bag containing the device from an untightened white luer cap. After tightening the cap, a functional leak test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked from the winged luer cap during storage. The device was filled with 20 ml of cytostatic drug diluted with 40 ml of sodium chloride. There was no patient involvement. No additional information is available.